Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding issues with their patient line connection. The hp stated the patient line connection broke, the twist clamp on the catheter came apart, this was during use the patient was connected. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to contact their nurse and assisted with ending therapy. There was no patient injury or medical intervention reported. A follow up with the nurse (rn) via a phone call was done. Per the rn, the hp woke up in the middle of the night due to the bed being wet. The hp went in to see the rn and the rn stated she put a new catheter on the hp and the rn gave the hp antibiotics. Per the rn, the hp resumed therapy without any problems. No patient injury was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.